Event description:
The customer reported to olympus, the stent was stuck in the biopsy channel on the evis exera ii ultrasound gastrovideoscope during an unknown procedure. During the inspection of the returned device, the glue on the light guide cover was peeling. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. Both the forceps and brush passage were blocked and the suction was also blocked causing the flow to be affected. The glue on the bending section cover was cracked and the air/water inlet was leaking. The probe unit was loose and the glue on the light guide cover was peeling. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. Based on the results of the investigation, adhesive peeling on the distal end is visible also there was scratches around the area pointed out. We, therefore, cannot rule out the possibility that external force was applied to the relevant part. The following is stated in the instructions for use which can detect the event: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.